Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the harvester observed shavings at the incision site when he removed the short port blunt tip trocar (bbt). It is not known where the shavings came from. They removed the shavings from the incision site. The same btt port was used to complete the procedure. The hosp did not report any pt complications as a result.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hosp.